Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
It was reported that the pt's insulin infusion set was leaking. The pt's blood glucose level was elevated to 300 mg/dl. The pt changed infusion sets and was able to correct the elevated blood glucose using the infusion device. The pt had already disposed of the infusion set. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was not requested to be returned for product eval.